Manufacturer narrative:
Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the company iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The IFU also instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Information was provided that the lens remains implanted. Damage was insignificant. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that there was no patient harm. The surgeon also stated that prognosis was excellent, good visual outcome and stable iol. The iol is left implanted.

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, it was noted that a tiny tear adjacent to leading haptic/optic junction which was insignificant to vision or iol integrity. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).